Manufacturer narrative:
Engineering evaluation. (B)(4): this complaint is a subsequent complaint related to complaint (B)(4) (manufacturer reporter number 2017233-2021-01643) from the index procedure. The complaint (B)(4)reported deployment difficulty, and evaluation of the returned device was unable to confirm cause for the reported deployment difficulty. The evaluation of the returned device for complaint (B)(4) found the delivery system returned without the distal shaft, distal tip, or endoprosthesis. The location of the distal shaft and the cause for it becoming separated could not be established during investigation of complaint (B)(6). Complaint (B)(4) enables further investigation into this device, s/n (B)(6) (gore® viabahn® endoprosthesis with propaten bioactive surface), as the two separated items can be assessed together. Evaluations of the returned device confirm the separation of the distal shaft from the delivery system at the transition. The cause for the distal shaft separation could not be confirmed. The transition is bonded to the dual lumen and the distal shaft simultaneously within the same process, and the transition was found bonded to the dual lumen during returned product evaluation. Delivery system returned initially for complaint (B)(4) without the endoprosthesis, distal tip, and distal shaft. The distal tip and distal shaft were subsequently returned for complaint (B)(4). A mass of tissue is attached to the distal shaft. No damage to the delivery system is apparent except the distal shaft being separate at the transition. Transition: bonded to the dual lumen. Deployment line: knotted when returned with (B)(4), but no other damage distal shaft: approximately 9 cm of distal shaft and tip were returned,

Manufacturer narrative:
The device is available, but has not been received yet at the manufacturer for investigation. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent endovascular treatment on (B)(6) 2021 for an occlusive disease in the iliac artery with two gore® viabahn® endoprosthesis with propaten bioactive surface. It was stated that on (B)(6) 2021 there was a blockage / occlusion in the iliac artery and upon de-clotting the vessel, the physician removed what appears to be a piece of a catheter delivery system. To solve the issue an aorto-bi-fem bypass was implanted. The surgeon believes that the object that he has removed from the patient to be a major contributory factor being re-admitted to the hospital after the original procedure.